Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was difficulty inserting the catheter into the sheath. It was noted that when the physician attempted to aspirate the sheath, they were not able to completely aspirate all the air from the sheath. The balloon catheter was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.